Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the shorter tube contains a 3 cm long embedded metallic coil. The long tube contains a 2.5 cm long embedded metallic coil.') And uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (robotic assisted bilateral salpingectomy with removal of essure and endometrial ablation). Essure was removed on (B)(6)2020. At the time of the report, the embedded device, uterine haemorrhage and pelvic pain outcome was unknown. The reporter considered embedded device, pelvic pain and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the shorter tube contains a 3 cm long embedded metallic coil. The long tube contains a 2.5 cm long embedded metallic coil.') And uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (robotic assisted bilateral salpingectomy with removal of essure and endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, uterine haemorrhage and pelvic pain outcome was unknown. The reporter considered embedded device, pelvic pain and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.